Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating there was no patient impact.

Manufacturer narrative:
The product was returned. Blood and solution is dried on the lens. Haptic and optic damage was observed. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. Two viscoelastics were indicated, only one is qualified for the lens/cartridge combination used. It is unknown if the qualified product was used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant surgery, the surgeon noticed a scratch on the lens after implanting it. He removed the lens and implanted another one. There was patient contact and the procedure was completed the same day. Additional information has been requested.